Event description:
The customer reported loss of pacing capture and questioned if the unit was working properly. There was no allegation that the device was a factor in the pt outcome.

Manufacturer narrative:
The customer reported loss of pacing capture and questioned if the unit was working properly. There was no allegation that the device was a factor in the pt outcome. The users wanted the device evaluated. The unit was evaluated at philips, but the symptom could not be duplicated. The device passed all testing. Note that there are many factors that influence pacing capture. We cannot determine the cause of the reported inability to capture pacing, since we could not duplicate the symptom.